Manufacturer narrative:
Approximate age of device ¿ 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the external portion of the driveline beginning at the exit site had lost flexibility and was becoming stiff. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the change in flexibility of the percutaneous lead (driveline) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information about caring for the driveline. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.